Event description:
It was reported that during the stenting procedure in the left internal carotid artery, the patient experienced hypotension requiring treatment with intravenous dopamine. The dopamine was discontinued after 16 hours, as the hypotension improved, but the patient was discharged on sudafed for hypotension 2 days after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of hypotension is a known adverse event as listed in the rx acculink instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.